Event description:
Rn went into respiratory distress s/p opening box of tissues and sneezing in tissue. According to the customer, white powder floating in the air s/p tissue use. Customer would not give info on rn's condition or pre-existing conditions, or treatment needed/rec'd.